Event description:
It was reported that dr. Hope feels this case is an example of trunionosis. Sees metal ion levels increased. Patient was infected so he is doing a 2 stage spacer.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding infection, positive for strep, and suspected trunionosis involving an accolade stem was reported. The reported infection was confirmed. The trunionosis could not be confirmed. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: this complicated, multiply revised total hip arthroplasty is the result of a joint infection and not related to factors of faulty prosthetic design, manufacturing, or materials. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the reported trunionosis could not be confirmed. The exact cause of the infection could not be determined. Consultation with sterility assurance indicated the introduction of the causative agent of the strep was not introduced via the reported devices. Therefore, the event is not related to factors of faulty prosthetic design, manufacturing, or materials. Additional devices listed in this report: cat # 502-11-52e, lot # 38626301, description: trident hemispherical cluster hole shell. Cat # 623-00-36e, lot # mld6j2, description: trident 0° x3 insert 36mm ID. Cat # 6519-t-025, lot # 37262402, description: uni adaptor sleeve v40 ti. Cat # 2030-6530-1, lot # mla6yt, description: 6.5 cancellous bone screw 30mm. Cat # 2030-6520-1, lot # mla4d4, description: 6.5 cancellous bone screw 20mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that dr. (B)(6) feels this case is an example of trunnionosis. Sees metal ion levels increased. Patient was infected so he is doing a 2 stage spacer.